Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products.

Event description:
It was reported that, approximately five days post implant, the right ventricular (rv) lead exhibited high thresholds, sensing and impedance were trending down, and non-capture was observed on the electrogram (egm). A dislodgement was confirmed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.